Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile the 4.5mm x 14mm enterprise vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. The stent was found detached in the luer hub of the associated microcatheter. Dried saline residues were found on the introducer and the delivery wire. The introducer was flushed using a lab sample syringe to dissolve the dried saline residues. Microscopic inspection was performed on the delivery wire, and the proximal coil was found fractured from the core wire. The stent component was retrieved from the luer hub and microscopic inspection was performed on the stent component. It was observed to be in good condition. There was no structural damage (i.e., no broken struts, no kinks). It was also noted to be fully expanded with both ends completely flared. The issue reported regarding premature detachment is confirmed based on device inspection. Although functional testing could not be performed, the issue reported regarding the impeded stent is confirmed based on the damaged delivery wire. This condition suggest that excessive force could have been inadvertently applied during the attempts to overcome the impeded condition reported, resulting in the damages of the delivery wire and the detached stent. However, with the limited information available, this remains speculative. It is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. Due to the damaged condition of the delivery wire, dimensional analysis could not be performed. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 10007043. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instruction for use (IFU) does contain the following recommendations: do not partially deploy the stent from the introducer. If resistance is met during manipulation, determine the cause of resistance before proceeding. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered later. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 4.5mm x 14mm enterprise vascular reconstruction device (enc451412 / 10007043) was impeded in the hub of the associated microcatheter and could not be pushed into the microcatheter. The physician only retracted the stent and replaced it with a new stent to complete the procedure. There was no negative impact on the patient.on 06-may-2026, additional information was received. Per the information, the procedure was targeting the left middle cerebral artery (mca). Continuous flush was maintained through the microcatheter. The introducer tip was firmly installed into the microcatheter hub and locked with the rotating hemostasis valve (rhv) during the device advancement. The information confirmed there was no negative impact on the patient.on 03-jul-2026, additional information was received. Per the cerenovus representative, the event description has been revised as follows: during the procedure, the stent was impeded in the hub of the microcatheter and could not be introduced into the microcatheter. The physician retracted the stent; the stent component was found prematurely detached from the delivery wire in the hub of the microcatheter. The physician removed the microcatheter and the stent from the patient and replaced both devices to complete the procedure. The associated microcatheter was a 150cm x 5cm prowler select plus microcatheter (606s255x / lot# unknown). Based on the additional information received on 03-jul-2026, the event has been deemed reportable as a "malfunction."